Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and found that the needle and cannula were attached to the applicator body. The cannula and needle were bent. The exposed cannula tip was not cut properly during manufacturing. The reported event of a detached needle was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the introducer needle detached from the applicator. The sensor was inserted into the abdomen on (B)(6) 2017. No additional patient or event information is available.